Manufacturer narrative:
Findings: pump received with cracked and bleeding lcd glass, cracked case at display window corner, minor scratched display window.

Event description:
The customer reported via phone call indicating that the insulin pump had black spot on the screen. Customer's blood glucose was unknown mg/dl. The customer was advised that the device would be replaced due to display issues. The customer stated that he can't see anything on the screen. The customer was advised to discontinue use of the device and revert to a backup plan.